Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had scope communication error (b30) is displaying. The event had occurred during the set up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ap board (circuit board) malfunction, loosened receptacle, image flickers. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to loosened receptacle, image flickers. Error code b30 (scope communication error) occurred due to ap board malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.